Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support patient developed bleeding from the impella access site. Manual pressure was held. Two units of blood products were administered, and albumin bolus was given. Patient is stable.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.